Event description:
Device 2 of 2: reference MFR report# 3006705815-2019-01441. It was reported that the recently implanted leads migrated. As a result, during the surgical intervention on (B)(6) 2019, the physician repositioned the t7 lead and the other lead was explanted. During the procedure, reportedly, the physician pulled out both the octrode leads and opened an exclaim lead and performed laminectomy to place the exclaim lead but decided to not place it (large lead) due to fear of spinal decompression. Therapy was restored.